Manufacturer narrative:
The instrument was not operational and a field service engineer was dispatched. When the fse arrived on the site, there was a slight "overheated motor" smell. The instrument was turned off. The fse tried to manually rotate the mix motor; however, was stuck. Therefore the diff mix assembly was replaced and instrument was turned on. It powered up properly with all voltages and no errors. Repair was verified per established procedures. Results meet published performance specifications. Unit is currently running. Per labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. The hmx series products have been evaluated to the applicable (B)(4) standards. Root cause of this event was attributed to a defective diff mix drive assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that coulter hmx hematology analyzer with autoloader locked up displaying (24 and 6 vdc) errors. In addition, when the customer opened the instrument's right side door a burning smell could be detected coming from the upper part of the compartment. There was no report of flames, arcing or shock and there was no report of a fire extinguisher used or the fire department called. No death or serious injury occurred as a result of this event and medical attention was not sought.